Event description:
A nurse reported that during surgery, a particle was seen in the patient's eye. The incision was enlarged and the particle was removed. No additional surgery was required. There was no harm to the patient reported. It is suspected that the origin of the particle was the sterile tip sleeve.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, the device history record (DHR) and lot history could not be reviewed. The samples were sent to the lab for analysis and it was determined that the particle was likely human skin, no other sample was found. The root cause of the customer's complaint is not known; an insufficient sample was returned. An internal investigation has been opened to address the issue. (B)(4).